Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic on the jaws partially melted and became loose. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25141707 and 25141795 the last 2 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The actual device was not returned to maquet cardiac surgery for investigation since the product was discarded, however a photograph was provided. A photographic inspection was conducted. The silicon insulation was observed to be peeled off the cold jaw tip, exposing the metal portion of the cold jaw. Based on the photograph that was provided, we are unable to inspect the silicon on the hot jaw. No other visual defects were observed. Based on photographic inspection, the reported failure "peeled" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic on the jaws partially melted and became loose. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.